Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08655 inches. Successfully downloaded the trace and history files using thus. Set high bg alert for 110 mg/dl, turned on the alert before high and alert on high feature, and connected a test guardian 2 link transmitter and a glucose sensor simulator. Set the glucose simulator to 100 mg/dl and monitored the pump. After the pump was successfully calibrated to the test value the glucose simulator was raised to 180 mg/dl, recalibrated the pump, and continued to monitor. The alert on high activated at 140 mg/dl. The alert on high bg feature is operating properly. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage on the keypad assembly, keypad button dome switches, electronic assembly, or motor. The j1 connector on pcba 1 was found to be locked properly during the visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked retainer, stained keypad overlay, and pillowing keypad overlay. High bg anomaly is not confirmed. The pump passed all functional testing. The alert on high bg feature is operating properly. Unresponsive keypad is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had irresponsive button. Customer stated that operation buttons of the pump sometimes does not respond, and even though the rotation was devised, it was blocked. Customer stated they had high blood glucose many times but the alarm was not detected. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.